Event description:
It was reported that the customer's pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After various attempts to resolve the issue, including trying different wall outlets, adapters, and charging cables, the charging connection remained unstable. Customer technical support (cts) arranged for a replacement pump as the pump was under warranty. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continues. Cts confirmed the shipping address, instructed the customer on storing the faulty pump, and provided a pre-paid label for its return within ten days, which the customer acknowledged.